Event description:
It was reported that the ventilator constantly failed the flow transducer test during pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
A field service engineer, fse, started the investigation on site. The ventilator was found with a note stating that the device is failing the internal leakage test and not the flow transducer test as the customer had reported. Fse was able to reproduce the internal leakage test failure during pre-use check. Found leaking from expiratory cassette. Cleaning the expiratory cassette corrected the problem and performed pre-use check after that passed without deviation. The reported problem could not be confirmed in received device logs. Test logs show that the pressure transducer test has failed several times. This cannot be related to the expiratory cassette. Since no part is replaced it is not possible to determine the root cause of the reported failure. (B)(4).